Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported that during the procedure, malunion did not allow the prosthesis to sit passively along the ramus. The surgeon removed bone to get the prosthesis to fit as expected and surgery was completed successfully. However, postoperative, the patient has dislocated three times. The surgeon will perform a revision surgery to revise the prosthesis.

Manufacturer narrative:
The device history records (DHR), including the manufacturing documents and inspection specifications, were reviewed. All devices met specifications. Overall, as the surgeon confirmed, the mandibular component was mispositioned, which was the main reason for the device's dislocation. The device has no problem; it is functional and meets all specifications. Thus, the root cause of this event was inadequate surgical technique. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. Therefore, no corrective and/or preventive actions are deemed necessary.

Event description:
It was reported that during the procedure, malunion did not allow the prosthesis to sit passively along the ramus. The surgeon removed bone to get the prosthesis to fit as expected and surgery was completed successfully. However, postoperative, the patient has dislocated three times. The surgeon will perform a revision surgery to revise the prosthesis.